Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman sheath. During implant, while in the right atrium, the right atrial disc did not contract and appeared bloated; further described as bulbous. A new 25-18mm amplatzer talisman pfo occluder was successfully implanted. No patient consequences were reported.